Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with an implant tool was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
Additional information received notes that dislodgment was confirmed via imaging.